Manufacturer narrative:
H6: all fdm, fdr, and fdc codes have been removed as this event is no longer considered reportable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who met with patient for post op visit: rep was not with the patient during the call but reported they tried reducing amplitude because of patient's report of shocking while recharging. Caller reported patient does not get shocking every time recharging and confirmed patient was charging today on bare skin and got the shocking sensation. It was reviewed patient could use a layer of clothing or two and possibly belt while charging to make it more comfortable. Caller will contact the patient to provide direction. On 2020-nov-16 additional information was received from the rep who met with the patient and nurse practitioner. There was not an error code at that time. The recharger remained connected to the ins without issue. The patient stated she felt an intermittent shock while recharging so they adjusted the recharge speed as well as an impedance test. Rep called tech support who stated that some patients are sensitive to the recharge and directed them to suggest that the patient use the belt as well as a light piece of clothing overtop while recharging. Rep was not aware of the patient getting a different recharger.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction in h6: after further review, device code a27 does not apply to this event. A071302 applies instead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# unknown implanted: explanted: product type recharger product ID wr9220 lot# serial# -(B)(6) implanted: 2020-(B)(6)explanted: product type medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were having trouble charging their ins after having recharger replaced. The patient said if the recharger is on the skin the recharger shocks them. The patient said when the recharger was shocking them then feeling in their foot was increasing. They said the first two times the patient charged the ins the patient had no issues. They said the third time they charged their ins the patient had a little trouble and the fourth time the patient tried to charge the ins the recharger wouldn¿t connect at all. The patient was in the clinic on 2020-(B)(6) and they were able to get the recharger to connect in the clinic. The patient said the sound was turned off and the speed was turned down to address the shocking. The patient has not had any falls or trauma. They reported getting a 1707 error both before and after they replaced the recharger. The patient was able to feel the ins through the skin. When the recharger was placed below and to the left of where they felt the ins the recharger kept saying searching, so the patient held the recharger in each position for over 30 seconds. When the patient placed the recharger above and below where they felt the ins the patient saw a 1707 message then the recharger was inactive. The patient turned the recharger volume off, and the recharger kept searching for the ins. The patient was sitting, they leaned forward and still kept getting searching message. The patient lined up the bottom of the recharger with the bottom of the ins and kept getting the searching message. Patient services recommended the patient look on the blue side of the recharger to see the bull¿s eye and put the bulls eye right on the ins. The patient then moved the recharger a little to the left and saw the closed loop screen with excellent connection. The patient was able to maintain the closed loop charging screen for a couple minutes, so the call was ended. The troubleshooting steps taken on the call resolved the issue. Additional information was received from the manufacture representative where they indicated that the patient was not getting shocked anymore. The recharger was working, and the patient was able to recharge. The issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: wr9220, serial# (B)(4). Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor therapy. It was reported that the patient was seeing error code 3167 in the recharger app. They were not able to pair the recharger with the handset because of this code. They tried resetting the recharger on their own and did troubleshooting with the rep in person today, which did not resolve the issue. They were also receiving shocks from the recharger. They started off smaller, but today they felt a jolt.  The patient reported this to the rep as feeling shocking when they recharge. They reset the recharger again while on the phone with patient services today and encountered the same error. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement recharger.